Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 19.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model.the clinical reason for the exchange was due to the "iol(intraocular lens) tilted with inferior optic out of the bag and mild superior dislocation resulting in poor quality vision for the patient." The account indicated the product was not available to evaluate.no cause of the dislocation was provided, however the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs.no additional information has been provided at this time. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported about an intraocular lens (iol) explant due to patient experienced poor quality vision with best corrected visual acuity (bcva). The clinical reason was reported to be iol was tilted with interior optic out of the bag and mild superior dislocation. The iol was replaced with monofocal lens approximately two months after initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).